Manufacturer narrative:
The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and the product details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts has a tenon capsule that migrated to the orifice of the unknown eye. Physician removed the capsule, stitched the conjunctival flap back up and outcome is fine. The device remains implanted.